Event description:
On (B)(6), 2026, a 52-year-old female patient with a history of metastatic granulosa cell tumor involving the liver received histotripsy to multiple hepatic lesions in segments ii, iii, and vi, for a total planned treatment volume (ptv) of 52.48 cc. One of the tumors targeted was adjacent to the stomach. The patient had an extensive oncologic and surgical history, including prior total abdominal hysterectomy with bilateral salpingo-oophorectomy (tah/bso), multiple hepatic resections, peritoneal debulking procedures, and multiple lines of systemic therapy. Radiology review of immediate post-treatment imaging indicated "post-treatment changes in the liver [with] inflammatory changes extend[ing] from segment ii/iii to the gastric wall and obliteration the fat plane [between the liver and stomach]", which was believed to be a superficial injury to the stomach. Following discharge from the post-anesthesia care unit, the patient developed persistent back and upper abdominal pain and shortness of breath, prompting presentation to an outside emergency department on pod0. Imaging at that time demonstrated a focal disruption of the lateral wall of the stomach with adjacent extraluminal air and fluid, consistent with a contained gastric perforation. The patient was initiated on intravenous antibiotics, antifungal therapy, and proton pump inhibitor (ppi) therapy. General surgery was consulted, and given the patient's extensive prior surgical history, conservative, non-operative management was recommended. The patient was subsequently transferred to a tertiary care center for continued management. Per the treating physician, the patient failed to improve with expectant/endoscopic measures and ultimately underwent a partial gastrectomy on (B)(6). The pathology showed a 3 cm defect in the stomach adjacent to the targeted liver tumor. Per the treating physician, the ptv may have included the adjacent stomach. The patient had a very long/thin liver with extensive adhesions that made targeting challenging. The patient recovered well from surgery and was discharged 5 days later.

Manufacturer narrative:
The treating physician documented that the patient was counseled regarding elevated risk of gastric injury due to proximity of one of the targeted liver tumors and provided informed consent to proceed given limited other treatment options. No device malfunctions or other noteworthy events occurred during the histotripsy procedure. The proximity of the histotripsy treatment volume to the gastric wall is consistent with a procedural mechanism for the observed gastric injury.